Manufacturer narrative:
In follow up communication, the physician further clarified that after implantation a type 1a endoleak was observed. The proximal neck had some angulation and the proximal part of the main body did not land ¿wall to wall¿. There was a little space between the graft and right side of the aortic wall because of the angulation. A balloon dilation was performed which seemed to seal it. One month later, the same type 1a endoleak was observed. The physician indicated that it is most likely the aortic angulation that had straightened the graft and the same space between the graft and aortic wall was observed. An extra cuff was placed on (B)(6) 2016 as it could be landed into the straight part of the proximal neck. Final angio revealed that the cuff fit nicely right below the left renal artery and no endoleak was observed. There was a small pseudoaneurysm at the left side, which was sutured on (B)(6) 2016. The physician reported that the patient is doing fine and was discharged to home (B)(6) 2016. Gore excluder aaa endoprosthesis/rlt281412/lot#:14290885/(B)(4). The device remains implanted. Consequently, a direct product analysis could not be performed. (B)(4). Images received from the physician were evaluated by gore. The images were found to be limited and uncalibrated. Therefore, aneurysm growth could not be confirmed and evaluation of the endoleak could not be performed due to the limited images. The instructions for use provide the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: arterial or venous thrombosis and / or pseudoaneurysm, endoleak¿. Additional endoprostheses implanted on (B)(6) 2016: gore excluder aaa endoprosthesis plc231000/23mmx10cm/lot#:14307202/(B)(4). Gore excluder aaa endoprosthesis/plc201000/20mmx9.5cm/lot#:14022923/(B)(4). Additional endoprosthesis implanted on (B)(6) 2016: gore excluder aaa endoprosthesis /pla280300/28.5mmx3.3cm/lot#:13514442/(B)(4).

Event description:
It was reported to gore that on (B)(6) 2016 a patient underwent repair of an abdominal aortic aneurysm and three gore excluder aaa endoprostheses were used. Subsequently on (B)(6) 2016, the patient experienced a type ia endoleak and underwent a second procedure on (B)(6) 2016 in which an additional gore excluder aaa endoprosthesis was placed.